Event description:
During the procedure, the physician intended to use endeavor resolute rx to treat a calcified lesion with stenosis in the prox intermediate artery. The device could not be positioned at the lesion and stent damage is reported (struts damaged); noted during device advancement. The lesion was not pre dilated. The device was removed from the packaging per the instructions for use, inspected prior to use and prepped with no issues identified. Resistance was encountered during advancement of the device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. The procedure was completed with a 2.25mm x 30mm device. No patient serious injury reported. Evaluation summary: analysis of the returned endeavor resolute device showed evidence of stent deformation. The 10th, 14th, 15th, 17th and 18th distal stent segments were deformed with a number of slightly raised struts. The distal tip of the device was slightly flared. The cardio angiogram (cag) review: shows evidence of stenosis and calcification in the vessels. The cag shows the guidecatheter present at the entrance to the vessels. The guidewire is present in the vessel. There is evidence of the stent being deployed in the vessel. The image shows the stent is not evenly deployed in the vessel. The stent appears uneven and there is evidence of resistant calcification in the vessel. The stent damage cannot be confirmed. There is evidence that the vessel has severe calcification and stenosis present. The stent deformation cannot be confirmed in these images. The images show two stents being positioned in the vessel; the vessel appears more uniform post deployment of the stents. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (calcified lesion with stenosis);inherent risk of procedure (stent deformation); deformation problem (stent). Conclusion: known inherent risk of a procedure (stent deformation); device failure related to patient condition (calcified lesion with stenosis). (B)(4).